Manufacturer narrative:
Device passed the displacement test, sleep current, active current and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly or absence of audio alarms noted, however, pump error 63 alarm is found in the formatted history file due to broken traces at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had absence or anomaly of audio alarms. The customer's blood glucose level was unknown. The customer stated that they were performing self test on the insulin pump and received hardware low level failure alarm and battery error and the alarm occurred for the fifth time. The insulin pump also failed the second self test after inserting a new battery, rebooting and completing the prime steps. The insulin pump will not be returned for analysis.